Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history settings (insulin on board) issue. It was reported that the insulin on board (iob) was greater than zero by the end of duration. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. If further information is provided a follow up report shall be made. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because of the allegation of a history/settings issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-aug-2019 with the following findings: during investigation,m the current total daily basal deliveries correct and bolus deliveries correctly reflected in the daily insulin delivery totals. There was no data from time of reported issue in pump histories due to continued use. Pump settings confirmed iob set to 3 hours. The pump settings show insulin to carb ratio was set to 1u:27g. The insulin sensitivity factor set to 1u: 180mg/dl. Using patient settings performed ezcarb bolus for 270 carbs at target bg, pump correctly calculated a 10 unit bolus. A 2nd ezcarb bolus for 270 carbs at target bg, pump correctly displayed 9.99 units insulin on board (iob) and calculated a 10 unit bolus. An ezbg bolus using patient settings for 30 mg above target performed, pump calculated a 0 unit bolus due to iob. Iob duration lasted 3 hours. Unable to verify or duplicate reported iob issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.